Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The balloon rupture, shaft damage and separation were confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported difficulty removing the device, shaft damage, separation and subsequent patient effects and treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5x18 xience alpine balloon ruptured at 16 atmospheres during stent deployment in the mildly calcified and mildly tortuous lesion in the mid right coronary artery. A distal dissection was noted. The stent delivery system was removed with resistance from the anatomy. After resistance was felt, the physician removed all the devices as one unit. The shaft of the sds stretched and the tip of the sds was noted on the sterile drape. A 3.5x23 xience alpine stent was implanted in the distal dissection. A proximal dissection was noted and suspected to have occurred from the resistance during removal of the 3.5x18 sds. A 4.0x12 xience alpine stent was implanted to seal the proximal dissection. Ivus confirmed no damage to the 3.5x18 implanted stent. There was no adverse patient sequela. No additional information was provided.